Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced a cannula issue with an infusion set. The cannula was bent. The event occurred on 02-oct-2024. Patient also experienced high blood glucose level with flu therefore the patient went to ER and was subsequently hospitalized. Patient was also admitted to ICU. Patient was released from hospital on (B)(6) 2024. No further information available.